Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files; however, the mpu was not returned for further analysis. On (B)(6) 2024 at 15:32:22, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored to the system. The backup battery was able to provide power to the controller during this no external power event. The alarm did not affect the controller's ability to operate the pump at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿ caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu.the patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No serial number or lot number was provided by the customer to perform a device history record review. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was noted to have multiple no external power, low flow alarms, low speed advisory, pump off, and driveline disconnect alarms on various dates. Log files were sent for review. The log file appeared to indicate that the system controller had been in use since 11dec2024. Following the initial connection alarms, the pump resumed the programmed set speed. Clusters of low flow hazard events were recorded between 14dec2024-29dec2024. These flow readings did not appear to be the result of any external equipment malfunction. The controller appeared to have lost external power on 23dec2024 while utilizing the mobile power unit (mpu). The controller did switch appropriately to the external backup battery (ebb) when external power was lost. The alarms resolved once external power was restored. Additionally, the data that was reviewed showed a transient power/flow elevation on 30dec2024. The elevation did not appear to be a result of any equipment malfunction and was most likely patient related. Based on the data visible the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.